Event description:
It was reported that the patient's implantable neurostimulator (ins) was "no longer working" and was going to be removed. The patient stated the device never worked the same following a minor fall. It was noted that the patient was going to have a pain pump implanted on (B)(6), 2012. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).